Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
B5-previously stated a 13.2mm vicm5_13.2 lens was implanted and exchanged with a same size lens. Corrected info: a 12.6mm vicm5_12.6 lens was implanted initially and exchanged with a longer lens. The problem is resolved. H6-please disregard previous investigation type 4110. Investigation findings code corrected. Claim# (B)(4).